Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and bolus stopped alarm. The customer¿s blood glucose level was 308 mg/dl and 339 mg/dl. The customer reported that they had stuck button alarm and bolus not delivered. The customer reported that they had blank, power error detected replaced battery did continued operating. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
He information provided in the initial report was incorrect. The correct information has been included with this report.